Event description:
Customer reported false positive result observed in the anti-b column of the cards (2+). Tube method was negative.

Manufacturer narrative:
Retained testing and batch review were performed and were satisfactory. Customer returned gel cards from the same lot and results were satisfactory. (B)(4).